Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified anterior tibial artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.